Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, probable causes considered include damage to parts due to wear, deterioration, deformation, or some form of physical stress. The most probable cause of this complaint is expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the distal end was chipped and the forceps channel port had corrosion on the bronchovideoscope. No patients were involved.